Event description:
As reported, the designed tip slit in the catheter tip of a 6/7f mynx control vascular closure device (vcd) appeared damaged prior to the introduction of the tip into the unknown introducer sheath. The tip of the device is where the sealant is housed. The sealant housing split slightly with sealant partially activated, and it began to swell. Another unknown mynx device was used to complete the procedure. There was no reported patient injury. A 6f non-cordis sheath was used with the device. There were no damages noted to the packaging or device at that time. The device was stored and prepped per instructions for use (IFU). The user is trained to the device. The device will be returned for evaluation. Addendum: per pe findings, the sealant was exposed due to a frayed/split condition observed on the sealant sleeves.

Manufacturer narrative:
Complaint conclusion: as reported, the designed tip slit in the catheter tip of a 6f/7f mynx control vascular closure device (vcd) appeared damaged prior to the introduction of the tip into the unknown introducer sheath. The tip of the device is where the sealant is housed. The sealant housing split slightly with sealant partially activated, and it began to swell. Another unknown mynx device was used to complete the procedure. There was no reported patient injury. A 6f non-cordis sheath was used with the device. There were no damages noted to the packaging or device at that time. The device was stored and prepped per instructions for use (IFU). The user was trained to the device. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufactured position; nevertheless, it was exposed due to a frayed/split condition observed to the sealant sleeves. The syringe used in the procedure was returned attached to the unit, but the procedural sheath was not returned with the device. Per functional analysis, the corresponding 6f catheter sheath introducer (csi) could not be introduced due to the condition of the sealant sleeves, which did not permit the insertion of the device. Additionally, due to the premature exposure of the sealant, it was concluded that a deployment functional analysis was required. During the deployment mechanism evaluation, no abnormal condition or damage was confirmed as the unit worked as intended. The sealant was deployed after the complete depression of button 1 was achieved, and the balloon was retracted as expected after button 2 was depressed. A microscopic analysis was performed to evaluate the condition of the sealant sleeves. During this analysis, it was observed that the sealant sleeves were split, resulting in the premature exposure of the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, handling factors during prep of the device possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.